Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that excessive condensation was observed in the inspiratory limb of an rt265 infant dual heated evaqua2 breathing circuit. This was noticed during use on a patient; however, no patient consequence was reported. It was also reported that the subject breathing circuit was used in conjunction with mr850 respiratory humidifier and drager vn500 ventilator, and gas flows of 1 to 3 lpm.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and electrical resistance tested. Results: visual inspection of the returned breathing circuit showed that there was condensate in the inspiratory limb. The electrical resistance test results of both the inspiratory and the expiratory limbs were within specifications. A lot check revealed no other complaints of this nature for lot number 150501. Conclusion: we are unable to determine what may have caused the reported excessive condensation. However, the hospital stated that the subject rt265 infant breathing circuit was used with gas flows of 1 to 3lpm. The rt265 user instructions and package label specified that it should be used with gas flow greater than 4lpm. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check breathing circuits for condensation every 6 hours and drain if required." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."